Manufacturer narrative:
Investigation summary: a photo was submitted for evaluation. Bd determined a possible root cause to be related to our manufacturing process, but the defective sample is needed to narrow down the root cause. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd nexiva¿ closed IV catheter system had and issue where the safety mechanism/needle disengagement was difficult. The following information was provided by the initial reporter: "the rn was placing the cathter into the pt, and upon retraction of the stylet, the gray part remained attached to the blue wings. I was still able to use the catheter but upon removal, the stylet was exposed which presents a safety issue".